Event description:
I was issued a medtronic personal therapy manager. I gave myself a bolus of medication and immediately noticed an area surrounding my pain pump went numb. I have since noticed my backpain has increased from a #4 to #7. Every time I get a bolus the numbness returns. I did a blind test and was able to identify every bolus by numbness surrounding the pain pump. When given the above information a pain clinic md said a leak has occurred likely in the pump catheter or the personal therapy manager is defective.